Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump new batteries did not always last 7 days or more and batteries had to be pressed multiple times to work. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. No button error alarm noted upon testing. Device received with pillowing keypad overlay, minor scratches on case, missing display window cover and faded serial number label. (B)(4).